Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the device across the stomach for the first firing with a black reload, the second firing was across the stomach with a gold reload. When he observed the staple line the left side of the staple line had never fired staples. There was bleeding and the surgeon clamped the tissue and over sewed to control the bleeding. They then used another device to complete the procedure. There was no patient consequence reported. No blood products were reported to be given to the patient. (B)(6). The device and the gold reload are returning for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.